Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Visual analysis of the returned device noted "1.0 ml syringe with 0.4 ml of gel remaining in it received with the needle still attached to syringe. A crack is observed at the 3 mm luer lock level." Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The sterilization cycle is registered as conforming. The extrusion force value shows an expected consistency of the product. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "instructions for use to attach needle to syringe: step 1: remove tip cap. Hold syringe and pull tip cap off the syringe, as shown in figure a. Step 2: insert needle. Hold the syringe body and firmly insert the hub of the needle (provided in the juvéderm voluma® xc package) into the luer-lok® end of the syringe. Step 3: tighten the needle. Tighten the needle by turning it firmly in a clockwise direction (see figure b) until it is seated in the proper position, as shown in figure c. Note: if the position of the needle cap is as shown in figure d, it is not attached correctly. Continue to tighten until the needle is seated in the proper position. Step 4: remove the needle cap hold the syringe body in one hand and the needle cap in the other. Without twisting, pull in opposite directions to remove the needle cap, as shown in figure e. Health care professional instructions 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle."

Event description:
Healthcare professional reported 1 syringe of juvéderm voluma® xc "cracked" during injection. No injury to the patient or injector. The packaged needle was used.